Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and gel bleed.

Event description:
Patient representative reported, "significant physical and mental stress associated with device recall. Worry about the consequential or delayed damage, numbness and feeling of tension in the breast, backache, headaches, breast asymmetry". And later reported, pain, pressure feeling, general malaise. Possible capsular contracture, baker grade unknown, silicone leakage. This record relates to the left side. The device remains implanted.